Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If explanted; give date: not applicable as the lens remains implanted. (B)(6). Device evaluation: the product testing could not be performed as the lens remains implanted. The reported complaint could not be verified. A photo provided by the account was evaluated. A white spot was observed; however, due the photo resolution it is not possible to identify cause or the origin of the spot. A product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The review identified no non-conformance report associated to this production order number. The product was manufactured and released according to specification. The search revealed that no other complaint was received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that after the surgeon implanted an intraocular lens (iol) model zcb00 into the patient¿s eye, a white spot was found on the center of lens. The surgeon tried to remove the spot but was unable to do so. The surgeon still completed the surgery and the patient does not feel any discomfort as a result of the white spot. Post-op visual acuity is not affected by the spot. The surgeon feels that the spot is in the body of the lens, and may try to verify this by slit-lamp exam on the patient's next visit. The account stated that this is the second time this event has occurred; however, they did not report the first incident until now. No additional information was provided. This emdr report pertains to the second event. A separate report will be submitted for the first event that the account encountered.